Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and external devices. The patient's spouse stated the patient last charged the ipg in (B)(6) 2017. The patient's scs ipg battery has most likely depleted and surgical intervention may be necessary to replace the patient's ipg.